Manufacturer narrative:
(B)(4) the device history review for the product visistat 35w 6/box, lot number 73j1500671 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples get stuck in the device. The patient's condition was reported as fine.